Manufacturer narrative:
The cause of the discordant, falsely low igf-1 (re-standardized) result on one patient sample is unknown. Siemens is investigating the issue.

Event description:
The customer obtained a discordant, falsely low insulin-like growth factor I (re-standardized) on one patient sample on an immulite 2000 xpi instrument, when using reagent kit lot 113. A new sample was obtained from the patient and was tested on the same instrument using an igf-1 method, resulting higher. The original sample was then tested on the same instrument using an igf-1 method, also resulting higher. It is unknown if the initial result was reported to the physician(s). The higher results obtained using igf-1 method were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low igf-1 (re-standardized) result.

Manufacturer narrative:
The initial MDR was filed on june 8, 2017. Additional information (08/06/2017): a siemens headquarters support center specialist reviewed the event data and concluded that the differences in assay standardization can cause results to differ. L2kigf is standardized to who nibsc 1st is 02/254. As per the immulite 2000 xpi insulin-like growth factor I (re-standardized) instructions for use, reference range data is what was observed with the population of sample tested by siemens and limits should be considered as guidelines only. Each laboratory should establish its own reference ranges. For diagnostic purposes, the results obtained from the assay should always be used in combination with the clinical examination, patient medical history, and other findings. The device is performing within manufacturing specifications. No further evaluation of device is required. Mdrs 2432235-2017-00353 and 2432235-2017-00359 were filed for the same event.